Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional through regulatory agency reported "rupture of the device with silicone diffusion" and capsular contracture baker grade I. This record is for the right side. Device was explanted and it is unknown if it will be returned.